Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a lesion. The 10mm x 2.25mm wolverine coronary cutting balloon ruptured at eight atmospheres. The procedure was successfully completed with another wolverine without further issue or patient injury.